Event description:
It was reported when using the bd syringe luer-lok¿ tip, the device experienced foreign matter within the fluid path component. The following information was provided by the initial reporter. The customer stated:   we had a syringe today that had a black fleck on side of syringe. This one wasn't a floater though.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd syringe luer-lok¿ tip, the device experienced foreign matter within the fluid path component. The following information was provided by the initial reporter. The customer stated:   we had a syringe today that had a black fleck on side of syringe. This one wasn't a floater though.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported when using the bd syringe luer-lok¿ tip, the device experienced foreign matter within the fluid path component. The following information was provided by the initial reporter. The customer stated:   we had a syringe today that had a black fleck on side of syringe. This one wasn't a floater though.